Event description:
Approx three weeks ago the home health nurse arrived at the pt's home and tested their blood glucose and rec'd a symbol of hi temperature (operating range for the meter is between 43-111farehient); however, the nurse interpreted the reading as hi (reading over 600mg/dl). The pt stores their meter in a drawer near the kitchen stove. There is no info no exactly how much insulin was given; however, lifescan was told they were administered up to 10u" of humalog. There is no info on whether the pt ate after being administered the insulin. There is also no info on how soon after treating the pt with insulin; the nurse left the pt's home. At 2pm, the housekeeper came to the pt's home and found the pt faint and in a "comatic episode". There is no info on when the pt experienced the symptoms. The housekeeper contacted the pt's physician and was advised that if the pt's symptoms did not improve by 4pm to contact emergency medical techincians. There is no info on whether the housekeeper tried to treat the pt; however, by 4pm, emergency medical technicians were called. There is no info on whether the emergency medical technicians tested the pt upon arrival. The pt was taken to the hosp and rec'd intravenous treatment. The family member did not want to provide the lifescan with the blood glucose reading upon arrival at the hosp. The pt was hospitalized for 15 days. While their stay in the hosp, the pt was diagnosed with a pulmonary and urinary tract infection. The duration of their stay was due to the infection.